Event description:
It was reported by svc report that the fowler would not go up and the cylinder was leaking on the floor. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler, gas spring trip.